Event description:
It was reported that during a da vinci si cholecystectomy procedure, as the medium-large clip applier instrument was being removed from the cannula it was noted that the instrument tip was bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the whole proximal clevis was dislodged into the main tube. Due to the force, the main tube cracks around by the proximal dislodged area. The evidence was inconclusive but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.